Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR review was conducted on the pfc sig rpf ins sz 5 10mm (product code 951050, lot number 622303). DHR review (B)(4), (product code 951050, lot number 622303). DHR reviewed - no deviations or nonconformances were noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b6 and d4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3.

Event description:
Clinical complaint (B)(4). Left knee revised on (B)(6) 2015, due to spin-out. Original surgery due to osteoarthritis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical adverse event received for polyethylene rotated/ spin out. Event is not serious and is considered moderate. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2015, date of event (onset): (B)(6) 2015, (left knee). Treatment: left knee revision on (B)(6) 2015 - tibial insert revised.